Manufacturer narrative:
The sonicare brush head is an accessory to the healthywhite plus power toothbrush. The serial number of the brush head was not provided. Device manufacturing date not available due to the brush head not being returned.

Event description:
Consumer called stating that the toothbrush head of their healthy white plussonicare power toothbrush had bristles fall out when in use.